Event description:
The customer reported to olympus, the scope had insufficient angulation. The device was returned for evaluation. During the device evaluation, the reportable malfunction foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem of insufficient angulation, was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value. It was also found that the play of up/down knob was out of the standard value. In addition and as stated in section b5, foreign material was found in the nozzle. This condition noted to be due to insufficient cleaning, handling problems. Furthermore, the following findings during device evaluation were identified : adhesive around objective lens and light guide lens was peeled and forceps elevator lever was deformed. In addition the bending section cover rubber has a scratch and the adhesive on the bending section cover rubber has a chip, a crack and a white clouded area. Legal manufacturer investigation: a review of the device history record found the subject device was shipped in accordance with specifications. Based on the obtained information, the foreign material was unable to be specified. Device evaluation , it was confirmed that the air/water nozzle was not deformed. The suggested event ¿a foreign material clogged the nozzle¿ was observed. No health hazards were reported. The root cause of the event phenomenon cannot be conclusively identified. Investigation noted there is no apparent deviation from the reprocessing conducted by the user was deviated from the reprocessing instruction for use (IFU) . The occurrence of the reported event can be prevented by adhering to the instructions that are found in the following section of the IFU: instruction for use : the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: cover the spray valve hole with your finger. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor complaints for this device.